Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had to recharge the ipg frequently. As such, the patient underwent surgical interveiton wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored post-operative and the issue is resolved.